Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Insulin pump battery lasted less than expected. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No the motor arm cannot communicate with the main arm noted during testing, however he motor arm cannot communicate with the main arm was present in the history download on 06/19/2021 23:52:23.000. No an unexpected hardware reset occurred alarms noted during testing, however pan unexpected hardware reset occurred was present in the history download on 06/20/2021 22:01:38.000. No unexpected pump error 23 alarms noted during testing, however 2 pump error 23 alarms were noted in the download history. Only the power loss alarm alarmed on (B)(6) 2021. Power loss alarm was due to an esd latch-up on the microcontroller as indicated in the power management graph analysis tool. Unit received with high sleep current measurement and active current measurement. Swapped the lcd assembly and the unit's current was in spec range. High current measurements due to corrosion on lcd assembly. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer, cracked case at belt clip rail corner and scratched case. Corroded force sensor assembly, moisture damage on motor assembly and corrosion on electronic board stack. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.